Event description:
Information was received from a patient who was receiving clonidine (unknown concentration or dose), ketamine (unknown concentration or dose), bupivacaine (unknown concentration or dose), and dilaudid (hydromorphone) (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that since "last wednesday" (B)(6) 2023 the patient was feeling really sick and was having a serious pain problem on the left side. The patient went to the ER (emergency room) and they told the patient that they have covid. The patient was wondering if they were going through withdrawals and maybe that was what made the patient so sick. Patient services reviewed that medtronic was not medically trained and redirected to their healthcare provider. The patient stated that they called their healthcare provider today and was directed to call medtronic. Patient services reviewed that medtronic does not have access to the pump records and redirected to healthcare provider. The patient then stated that they can feel the catheter on the left side and stated, "it feels like there is a clog in the catheter". The patient stated that they think they are not getting any medication because of the return of symptoms and stated not getting medication to their neck. The patient then stated being hard of hearing but thinks the pump started alarming about "friday" (B)(6) 2023. The patient stated having a scheduled pump refill today (B)(6) 2023 the patient denied falls/trauma. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the patients weight. The serial number for the catheter was unknown, the healthcare professional stated it had been implanted 11 years ago elsewhere. Diagnostic results and the confirmation of a "clogged catheter" were not available. It was reported the company representative saw the patient on (B)(6) 2023 and the was not alarming and there were no errors. The pump was refilled on (B)(6) 2023. The patient will be scheduled for a catheter replacement once authorized by their insurance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.